Event description:
Reporter indicated that vns pt underwent revision surgery due to protrusion of the lead electrodes under the skin. It was reported that the protrusion occurred because the implanting surgeon used dissolvable stitches. It is believed that the dissolvable stitches were used both to anchor the lead and to close the incision site. Investigation to date has been unable to determine whether the lead electrodes came off the nerve as a result of the use of dissolvable stitches to anchor the device.